Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during the procedure to treat a heavily calcified, heavily tortuous distal superficial femoral artery. The 4.0x20mm armada 18 balloon dilatation catheter (bdc) ruptured at 12 atmospheres and became stuck in the vessel during removal. After excessive force and resistance with anatomy, the distal tip of the bdc separated. The separated portion remained on the unspecified guide wire and was removed together. Another armada 18 was used to successfully complete the procedure. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. There was no damage noted to the balloon dilatation catheter (bdc) during inspection prior to use or leak noted during preparation, which suggests a product quality issue did not contribute to the reported difficulties. Based on the reported information, it is likely that the balloon interaction with the heavily tortuous and heavily calcified anatomy such that the balloon became damaged and subsequently ruptured during inflation. It should be noted that the percutaneous transluminal angioplasty catheter (pta), armada 18, ce, instruction for use states: maintaining vacuum during withdrawal. Gentle counterclockwise twisting motion of the balloon may ease withdrawal through the sheath or from the percutaneous entry site. Do not twist the catheter more than three (3) full turns. If the balloon cannot be withdrawn through the sheath, withdraw the catheter and sheath as one unit. In this case, the physician did not follow the instructions for use. Instead of using gentle counterclockwise twisting motion to remove the device, excessive force was applied resulting in the reported separation; however, in this case, the excessive force was required given the clinical situation. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.d9: device available for eval updated from "yes" to "no".